Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During preoperative inspection and flushing of the port kit accessories, the port needle was found to be fractured and unusable. As the patient was already anesthetized and required port placement, a new kit was opened and used to successfully complete the implantation. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. Needle was cover with protector tube therefore unclear for needle break, however the one lumen was noted to be broke and separated. Therefore, the investigation is confirmed for the reported break (tube) and identified separation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During preoperative inspection and flushing of the port kit accessories, the port needle was found to be fractured and unusable. As the patient was already anesthetized and required port placement, a new kit was opened and used to successfully complete the implantation. There was no patient contact.